Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) levels (344 mg/dl), and trace ketones. Customer was treated with saline and insulin drip. Customer was released after approximately 5 and a half hours, when bg levels were back to target.